Event description:
It was reported by the sales rep the device was used during a thoracoscopy. It was reported on the second firing of the ez45g, staples on one side of the cut did not fire, resulting in an open cut that was bleeding. Surgeon cut larger wedge of lung tissue than desired to correct the defect. The same instrument was fired a total of 8 times. Only the second firing was an incident. The instrument cartridge will be sent in. The instrument was not saved. There was no consequence to the patient.